Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited noise. The noise could not be reproduced. Programming changes were made. The patient was stable.

Manufacturer narrative:
The reported event of noise over-sensing was confirmed. A complete lead was returned in one piece. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil due to friction to the device can. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone.

Event description:
New information received notes that the lead exhibited oversensing of noise leading to pacing inhibition. The lead was removed and replaced. The patient was stable.